Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away. The patient's device following physician informed the local field representative that the patient had been scheduled for a device upgrade (possibly to implant a left ventricular (lv) lead as that was not successful when the original device was implanted). The physician believed the patient died after the scheduled procedure date. However, it was not known whether the procedure had occurred as planned, and the exact date of death was not known. It was reported that the patient had ventricular tachycardia (vt) and did not receive any shock therapy. At this time, we are not able to determine whether a potential device issue occurred that may have contributed to this patient's death. Further investigation is ongoing; the field representative is in contact with the hospital where the replacement procedure was to occur, to learn the details of the patient's death and status of the implanted device. Despite multiple attempts, the field representative was not able to obtain any additional information from (B)(6) hospital, where the device replacement was to occur; they were told the office had nothing further to say on the matter. Therefore, boston scientific was unable to confirm the information that the following physician had heard about this patient and device. The location of the device is unknown, as it was not returned to boston scientific.

Manufacturer narrative:
The investigation into this event is ongoing. This report will be updated when additional information is received. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The investigation into this event is ongoing. This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away. The patient's device following physician informed the local field representative that the patient had been scheduled for a device upgrade (possibly to implant a left ventricular (lv) lead as that was not successful when the original device was implanted). The physician believed the patient died after the scheduled procedure date. However, it was not known whether the procedure had occurred as planned, and the exact date of death was not known. It was reported that the patient had ventricular tachycardia (vt) and did not receive any shock therapy. At this time, we are not able to determine whether a potential device issue occurred that may have contributed to this patient's death. Further investigation is ongoing; the field representative is in contact with the hospital where the replacement procedure was to occur, to learn the details of the patient's death and status of the implanted device.